Event description:
The customer reported that during a laparoscopic gastrectomy, the forcetriad generator caught fire. Prior to the fire, the machine was wheeled into the operating room and was plugged into the outlet. After the warm-up check was completed, an ls1500 ligasure device was placed in ligasure 1 slot and a number of seals were completed successfully using the instrument. Smoke was noticed to be coming from the right hand module above the ligasure component and the screen went black. Flames were noticed and a hole was burnt into the top of the module. The unit was unplugged and removed from the operating room. A ligasure generator and new handpiece were used to complete the case without further complications. There was no injury to the patient or staff.

Manufacturer narrative:
(B) (4). The incident generator and handpiece have been requested, but to date, they have not been received for evaluation. If they are received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.